Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency department with generalized weakness and redness in the anterior chest wall due to cellulitis by the implant site. Blood cultures were positive for infection. The patient was hospitalized and treated with intravenous antibiotic treatment. On (B)(6) 2018, the patient¿s pulse generator, right atrial and right ventricular leads were removed and replaced due to pocket infection. No further information was received.

Manufacturer narrative:
This supplemental report corrects the initially reported date of explant should have been (B)(6) 2018 rather than (B)(6) 2018.

Event description:
New information received noted that the patient¿s pacemaker, right ventricular apical lead, and right atrial lead were explanted on (B)(6) 2018 and were each replaced on (B)(6) 2018. Further, the infection was reported to have resolved.